Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under MFR number 0002648920-2017-00308.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products - 00631005032 liner 10 degree elevated rim 32 mm unknown; 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length unknown; 00625006520 bone screw self-tapping 6.5 mm dia. 20 mm length unknown; 00620005422 shell porous with cluster holes 54 mm o.d. Unknown.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01713 & 0001822565-2017-01714.

Event description:
It was reported that the patient alleged to pain and elevated cobalt levels approximately seven years post-implantation. No additional information provided.